Manufacturer narrative:
This is additional information not previously included: the user did report the batteries are charged and discharged once a month. During the surgery, the alternating current (ac) power was utilized. The manufacturer's subsidiary found the power manager board to be the problem. The defective power manager board was replaced and the unit operated as intended.

Manufacturer narrative:
(B)(4) / medwatch #1828100-2016-00825.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the system 1 machine was not switching over to battery from main supply. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.